Event description:
It was reported that a small volume intermate did not flow when the patient attempted to infuse. The device was filled with meropenem. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was received for evaluation. A visual inspection identified that the fluid was not flowing. Closer examination of the sample revealed that there was excess solvent at the solvent-bonded junction of the tubing and the stress-member blocking the fluid path at the lumen of the tubing. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The initial evaluation confirmed the reported condition. The cause was determined to be an operator error during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.